Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final confirmed that the transmitter would no power on. Additional findings related to complaint were discovered as circuit board revealed burnt components. (B)(4).

Event description:
This report is to advise of an event observed during analysis.